Event description:
It was reported that the patients ipg was no longer holding a charge. It was also noted that the patients lead placement was giving chest stimulation and pain when the device was turned on. The patient underwent a revision procedure wherein the ipg was replaced, and the leads were relocated. The patient was doing well postoperatively. The explanted device was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70. Serial: (B)(4), batch: 17116624/16923730.